Event description:
As reported through edwards lifesciences affiliate in france, regarding a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the 26mm commander delivery system and 26mm sapien 3 ultra valve got stuck in the 14f esheath. During device removal, the delivery system and valve were seen to be out of the esheath causing a femoral artery injury. A femoral artery surgery was performed, and the tavi procedure was aborted. It was observed the sheath shaft and liner were punctured and a liner strand was detected.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.imagery was provided for review and the following was observed: sheath liner was delamination. Commander shaft was protruding through the esheath. One sheath liner strand was observed. Sheath shaft puncture was observed.the reported events were confirmed based on the evaluation of the provided imagery. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event as per event description, the tortuosity and calcification of the iliac artery were high. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The esheath is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nose cone of the system. Commander delivery system retrieval through the esheath is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.